Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for gastrointestinal (gi) bleeding. The bleeding required numerous transfusions despite discontinuation of asa/warfarin and the use of octreotide until discharge. Additional information states that patient received two units of blood on (B)(6) and was maintained on subcutaneous octreotide throughout his hospitalization until discharge